Manufacturer narrative:
Upon analysis of the returned device, no problem was confirmed. The plugs had been turned beyond the stop tabs of the body causing damage that lead to the plugs coming out. This could not occur prior to use, as it happens while the plug is actively being turned. The product was used in a manner inconsistent with the intuitive use of the device.

Event description:
User facility reported that the stopcock lever broke in the adult medical intensive care unit. No adverse health outcome was reported.